Event description:
It was reported that the patient presented in-hospital due to breathlessness. All electrical measurements were normal. An echocardiography was performed and it was noted that the rv lead prevented the tricuspid valve from closing completely. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.